Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1051521. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Investigation conclusion: DHR review: the complaint gauge is 24g,assembly at auto line 3 in mar. 2021, lot quantity is 186k. Reviewed the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormality found for it. Review of the production record and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities found. Complaint information description: leakage between the catheter and the plastic needle hub, no actual sample returned, the defect status could not be confirmed. The defect is suspected to be a crack in the catheter adapter. In manufacture, due to occasional fluctuation of equipment during operation, the catheter adapter may cause cracking, the catheter adapter crack mainly focused on adapter swaging. Actually there is an internal improvement project for this defect.1) it was to optimize catheter adapter molding cavity. S17 successfully executed by march 2019, s12 successfully executed by nov. 2019. 2) narrow the control limit range for swaging depth. 3) according to the inspection od data of metal wedge and cracking data of mold cavity, choose matching material for metal wedge with catheter adaptor cavity number. Leakage test of the 2 retained samples was performed, all passed. At the same time, the catheter adapter of the retained sample was checked, and no abnormality was found. No same complaint was received from this complaint lot. No abnormality found on process, as no defective sample returned, the defect is suspected to be a crack in the catheter adapter,but cannot be confirmed. The plant continues to pay attention to this defect.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage at the catheter and hub junction. The following information was provided by the initial reporter: after using the indwelling needle for the patient, the nurse in ward 9 found leakage between the catheter tube and the plastic needle hub when injecting normal saline, so it was immediately pulled out for scrap treatment.